Manufacturer narrative:
External insulation abrasion was noted at 7.7-9.0cm, 10.1-10.2cm, 10.3-10.4cm, 10.6-10.8cm and 11.0-11.1cm from the electrode tip, consistent with lead friction to another device or heart feature. The etfe coating was intact at these occations.

Event description:
It was reported that during dft testing with a new device, under sensing and drop out were observed. A few days later, when the patient presented in-clinic for a post procedure follow-up, multiple episodes of non-sustained vt were noted. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.